Event description:
Pt was undergoing CABG procedure. It was discovered that the probe tip had become detached from the shaft. It was subsequently determined by the surgeon that the tip had not lodged in the artery and the surgeon is satisfied that it is not in the pt. The pt made an uneventful recovery and was discharged eight days later which is an average length of stay for this type of pt. The probe was returned to co for analysis. It was determined that the shaft had been sheared near the tip and that the glue used to hold the tip on the shaft did not fail.